Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Daughter of the end user, reports there is area below stoma at 6 o'clock with linear cuts into peristomal skin; she thinks this is from the sharp edge that she has cut from the cut to fit wafer. She states she tries to smooth the cut edge with her finger. Has been using stomahesive powder on these areas; crusting technique reviewed. States that theses areas have bled a couple of times and she has had to apply pressure. She also uses (B)(4) seal to fill in; advised to make sure (B)(4) is around stoma and to cut opening slightly larger to allow for space to avoid inner edge of wafer from touching stoma. She will notify physician. Complainant does not have box of wafers or lot number with her at this time. Product use and skin care instructions provided.